Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed stent thrombosis. The index procedure in (B)(6) 2010 treated two target lesions. Target lesion one was a 2.5x8mm, 70% stenosis of the 1st rpl (right posterolateral). Target lesion one was treated with predilation and placement of a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a 2.75x15mm, 80% stenosis of the mid rca (right coronary artery). Target lesion two was treated with predilation and placement of a 2.75x32mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with acute substernal chest pain and was admitted. The patient had stopped taking all medications including aspirin and prasugrel one week prior. ECG showed normal sinus rhythm with 1st degree av block with occasional premature ventricular complexes and st segment elevation in the ii, iii, and avf and decreased in avl, v2, and v3 suggestive of an acute inferior infarct. The patient was diagnosed with acute myocardial infarction and cardiac catheterization was performed. A 95% stenosis due to thrombosis of the mid rca was identified within the study stent and was treated with aspiration thrombectomy resulting in approximately 10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.